Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with this device. No patient complications were reported. It was further reported that the target lesion was located in the peroneal artery, and the balloon ruptured upon initial inflation at nominal pressure for 10 seconds.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. (B5) describe event or problem updated.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with this device. No patient complications were reported.